Event description:
It was reported that this right ventricular lead was surgically abandoned due to an insulation damage that resulted in high pacing impedance greater than 2000 ohms. The lead conductor could be seen outside of the body of the lead. The impedance issue was discovered through latitude monitoring. No additional adverse patient effects were reported.